Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose at time of emergency room visit was 1100 mg/dl. The customer was admitted to the hospital. The customer cause of emergency room visit was high blood glucose and ketones. The customer was treated with fluids and insulin through IV. The customer was wearing the pump at time of emergency room visit. Customer was unable to troubleshoot for the pump at the time of call, advised to call in order to troubleshoot.